Event description:
It was reported that a patient received resorbable bone void filler during a calcaneal cyst revision procedure. "The patient was placed in a cast" and, after an unknown period of time, reportedly "complained of pain and swelling," and presented with "inflammation at the surgery site." It was reported that a revision procedure was (or would be) performed to remove the graft material. Multiple attempts were made to obtain additional information on this reported event, though none was provided.

Manufacturer narrative:
(B)(4). The subject device was implanted and was not returned for evaluation. No lot information was provided, therefore, no review of the device history records was possible